Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Customer consumed carbohydrates to address bg. The customer alleged that the pump was delivering too much insulin; however, troubleshooting was performed and the pump was operating as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.